Manufacturer narrative:
Mixer is not working as specified, device alarms with tf 7 code 26. Replacement of the affected mixer valve has been recommended.

Event description:
Hamilton medical ag received the following event description: device alarms with tf7 code 26. The unit works as intended on an artificial lung.

Manufacturer narrative:
Mixer is not working as specified, device alarms with tf 7 code 26. Replacement of the affected mixer valve has been recommended. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA.

Event description:
Hamilton medical ag received the following event description: device alarms with tf7 code 26. The unit works as intended on an artificial lung.